Event description:
The customer reported false positives results with the ID now covid-19 assay for two patients performed on two dates with two different lots. This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasopharyngeal sample using a nipro sponge type r swab. An unknown quantitative antigen test performed the same day generated a negative result. Pcr confirmation testing was performed on (B)(6) 2022 on an unknown sample and generated negative results (CT values not provided). The customer stated the patient was asymptomatic and that they were quarantined until after receiving the negative pcr result. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report number: 1221359-2022-03612. Similar product to 190-000.